Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump had damage to the front housing by the chassis and was missing the back labels. It was also found that the pump had a damaged optical switch sensor and optical switch sensor's flag was bent. Review of the event history log showed the pump displayed occurrences of error codes 1870 and 1871. The investigation found that the pump displayed error code 1870 when a prime key button was pressed. The optical switch sensor and flag were replaced. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy plus pump displayed error code 1870. It was reported that there was no patient involvement. No adverse effects were reported.